Event description:
Information was received from a health care professional (hcp) regarding a patient in (B)(6) who received bupivacaine 17000 mg/ml at a dose of 9787 mg/day and baclofen 2000 mcg/ml at a dose of 1151.5 mcg/day via an implantable pump. Information was received that they could aspirate but there was the inability to totally fill the 40 cc pump reservoir on two occasions. The first time was on (B)(6) 2017 and the second time was (B)(6) 2017. They were only able to refill the reservoir with 35 cc drug when 40 cc was intended. The bupivacaine dose was just increased on (B)(6) 2017. There were no medical symptoms reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was further provided on 2017-sep-11 about three refills ago they could not get 40 ml into the pump but since then it had been ¿fine¿.